Event description:
The customer was at the emergency. The customer stated the the bgs were low when customer went into the emergency two hours prior to the call. The customer did not remember what happened and only knew that the bgs were going low. Troubleshooting was performed. The lead screw passed the starting point before completing the test. Advised the customer to return to manual injections.